Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to stay closed. A field service engineer (fse) discovered that the helmer refrigerator, row 4 (top row) bin 1, failed to recognize as closed. The fse mentioned that unable to duplicate the intermittent issue at that time. The fse then replaced the drawer module. The customer successfully accessed the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user stated that the half draw would not let them recover, thus it would not lock when closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.